Event description:
It was reported that the patient received an inappropriate shock and that there was a lead integrity alert due to oversensing, high impedance and high and variable thresholds on the right ventricular (rv) lead. The rv lead was noted to possibly be fractured. The rv lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis information product ID# (B)(4) the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).